Event description:
It was reported that the programmer had a cracked monitor and that it was operating very slowly, especially at boot-up. The programmer was returned for service. It was indicated that there was no patient involvement in the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer had a long boot sequence, also appeared to keep rebooting due to the long boot sequence. It was also noted that the overlay to the monitor screen was shattered, the power cord bay was damaged, the left keyboard hinges were broken, the display drops, the printer drawer was missing and the drawer was unable to close.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.